Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 430 mg/dl and was treated with insulin pump. The customer reported that the auto mode was not active during the reported event. The customer also reported that the insulin pump received a insulin pump error and was resolved by changing complete set. They declined troubleshooting. The device will not be returned for analysis.